Manufacturer narrative:
The device ro10014 has been inspected for investigation purpose. The tests performed confirmed that plate to base of arm need to be reattached. The defective parts were glued for repair purpose

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot arm plate was non-functional. There was no patient involvment reported.